Event description:
An attempt was made to use a 3.0 mm diameter x 30 mm length driver rapid exchange (rx) coronary stent for treatment of a lesion below the right knee. It was reported that the lesion was predilated, however, difficulties were encountered during advancement and the stent caught on a procedural guide wire and became damaged. Communication from the field confirmed that the stent dislodged from the delivery system during procedure. Several attempts were made in order to retrieve the dislodged stent which, however could not be retrieved. It was reported that the physician had to cut down in order to retrieve the relevant stent from the pt body. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4) (stent used for a below the knee case).